Event description:
On 21apr2022 a medwatch report (number mw5108558) was received by (B)(4) from the FDA. A female patient of unknown age and demographics reported on the medwatch that the patient has ovarian cancer and is on chemotherapy. Follow up was made with the distributor of the device to determine if a report was submitted to them. The distributor reported this patient event was not reported. There was no report of any malfunctions, and the current status of the patient's condition is currently unknown. The complaint was reviewed with a clinician at (B)(4). The clinical summary is as follows: according to the medwatch report a complaint was filed on march 24,2022 by a person who declined to be identified and also denied consent for further contact by the manufacturer to follow up on the complaint. The event reported is described as ovarian cancer and treatment with chemotherapy. The suspect reported is intra articular orthovisc. There is no date of service provided to provide a temporal association. Based on a review of the complaint, there is insufficient information to evaluate this complaint further. A review of previous complaints for orthovisc, as well as a review of the risk profile does not support any association between the intra articular injection of orthovisc and the complaint of ovarian cancer.

Manufacturer narrative:
The reported event is not confirmed. There was no report of a device malfunction. The device lot number was not reported. A review of the batch record was not performed. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.